Event description:
It was reported the patient experiences pain at the scs extensions implant site. The patient underwent surgery where the physician buried the extensions deeper which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).